Manufacturer narrative:
The anoxomat instrument was returned. The broken anoxomat jar has not been returned. Root cause evaluation is ongoing.

Event description:
Anoxomat jar fracture was reported. The jar fracture caused the jar lid to come loose and strike the operator in the face. The operator was treated for injuries and sent home.

Manufacturer narrative:
The fractured jar and instrument were both returned for evaluation. The instrument was tested and found to perform per specifications. The inspection and evaluation of the jar exhibited excess crazing throughout the interior of the jar indicative of use of incorrect cleaning agents or repeated use/cleaning or a combination of the two. The jar was fractured and separated at the top clamping ring of jar. It was difficult to determine if there was any cracking at the fracture point prior to separation. However, the crazing in the jar indicates repeated use and possible decrease in structural integrity of the jar. Other jars at the facility were inspected and showed crazing and cracking around the top clamping ring from repeated use over a long use period. Company recommends inspection of jars after each use and removal from use when such crazing and cracks are visible. Root cause of the jar cracking could not be determined. Crazing and cracking from repeated use is suspected.